Manufacturer narrative:
Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Correction to the initial MDR in block(s) b5.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure after the farawave catheter was inserted into the faradrive sheath the physician manually aspirated the sheath, when air bubbles were noted in flush port and syringe. Firsty, the farawave catheter was removed and the sheath was aspirated no air bubbles were noted. However, once the farawave catheter was reinserted into the sheath by ensuring that catheter was not being inserted into the valve at an angle, air bubbles were noted once aspirated. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis. It was further reported that no abnormalities were noted on the sheath during preparation. No air in the patient nor any leak in the sheath was noted. Sheath was on continuous irrigation using fluid pump (model unknown) with a flow rate was 50ml/hr. Irrigation was turned off to patient while inserting/removing devices from sheath as well as when aspirating sheath. Non-boston scientific mapping catheter was inserted into the sheath, la pre-map was performed and the mapping catheter was removed and faradrive aspirated, no issues. However, when, farawave catheter was inserted into faradrive sheath and when physician aspirated from sheath there were bubbles aspirating into syringe.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure after the farawave catheter was inserted into the faradrive sheath the physician manually aspirated the sheath, when air bubbles were noted in flush port and syringe. Firstly, the farawave catheter was removed and the sheath was aspirated no air bubbles were noted. However, once the farawave catheter was reinserted into the sheath by ensuring that catheter was not being inserted into the valve at an angle, air bubbles were noted once aspirated. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.